Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with erosion and the device no longer working as intended. Fluid loss was identified as a result of wear and tear on the device. The device was explanted. There were no additional patient complications reported.